Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that during an implantable neurostimulator (ins) replacement surgery, a pocket adapter was opened and the pin plug was missing. The manufacturing representative checked the operating room during the surgery for the plug, but nothing was found. The operating room was also double checked after the surgery. The plug could not be found so a plug from a spare accessory kit was used. The surgery was completed without any problems. The patient's indication for use is chronic, intractable pain.